Event description:
While transferring resident using the lift, lift tipped. Post-inspection revealed that bolt on base (leg) was sheared. Resident suffered an abrasion above the left eyebrow. Also, a raised area on forehead.